Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Reference manufacturer number: 1627487-2019-13362. It was reported that the patient may undergo surgical intervention on their scs system. Further information is not known at this time.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had not used their scs system in years. In turn, the patient underwent surgical intervention wherein the device was explanted.